Manufacturer narrative:
Additional device involved in this event: heartware® ventricular assist system - pump d4: model 1104 / expiration date 30jun2019 / serial number (B)(4)/ UDI asku d6: 07nov2017 single use device: no. Device available for evaluation: no. Device manufacture date: 30jun2017 labeled for single use: yes. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient who had undergone biventricular ventricular assist device (vad) implantation on (B)(6) 2017. The patient is further reported to have returned to the operating room for unrelated pulmonary valve regurgitation on (B)(6) 2017. Prior to the patient¿s re-operation, both vads are reported to have had normal operating parameters. After the surgery, both pumps are reported to have developed increased power consumption that exceeded the normal operating parameters with a subsequent increase in the patient¿s lactate dehydrogenase (ldh). The site suspected a pump thrombus event. They further reported that the patient had received novoseven for bleeding events. The patient was treated with intravenous heparin. No further information has been provided.

Manufacturer narrative:
Product event summary: the pumps were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files which revealed that (B)(4) had an increase in power consumption starting (B)(6) 2017; 22 low flow alarms have been logged since (B)(6) 2017 and 36 high watt alarms have been logged since (B)(6) 2017. Log file review of (B)(4) revealed an increase in power consumption starting (B)(6) 2017; 16 low flow alarms have been logged since (B)(6) 2017 and 131 high watt alarms have been logged since (B)(6) 2017. Of note, it was reported that the patient received heparin and tissue plasminogen activator treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. The low flow alarms may be attributed to thrombus at the inflow cannula; it is likely that the thrombus got ingested into the pumps further triggering high watt alarms. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient's re-operation for pulmonary valve regurgitation and the use of novoseven may have contributed to these events. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other device associated with this event: heartware® ventricular assist system - pump: model 1104 / expiration date 30jun2019 / serial number (B)(4), implanted: (B)(6) 2017, not a single use device, device not available for evaluation, device manufacture date: 30jun2017, labeled for single use, (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient and initially treated with intravenous (IV) heparin on (B)(6) 2017 and that this treatment had not been effective in normalizing either of the pumps¿ parameters. The heparin infusion was maintained. The patient was then treated with urokinase without effect and was then given IV tissue plasminogen activator (tpa) which succeeded in normalizing the parameters of both pumps. In addition, the patient¿s hemolysis indicators are reported to have improved with the patient¿s urine turning from red to its¿ normal yellow color. No further information has been provided.